Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy, bilateral salpingo oophorectomy. It was reported by the rep that during the use of a tsw35 instrument, when approx and clamping of tissue was performed, the cutter stapler would either not work at all, or only a few staples formed. A tr35w is also enclosed that did not form properly. Another tsw34 was opened and used to complete the case. Technique was discussed with the surgeon, and the surgeon seemed to be peforming properly. There was no consequence to the pt.